Event description:
It was reported that during implant procedure, this pacemaker had a red screen displayed to indicate voltage too low. This indicates that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was not implanted, another device was used. No adverse patient effects were reported.